Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter would not power on. The reporter indicated that the alleged meter issue started on ten days earlier, at 3:00 am. On an unspecified date/time after the meter issue began, the patient reportedly developed symptoms of dizziness and shakiness. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient denied receiving medical intervention and was not tested on another device. It would have been helpful to know the following information: the patient's testing frequency, his normal/expected blood glucose levels, when the symptoms developed, his medication and diabetes management regimen, and if the patient made any changes to the regimen because of the alleged meter issue. In addition, it would have been helpful to know what actions the patient took in response to the symptoms. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started. It is not clear as to how long the patient was unable to test his blood glucose for because of the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.